Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer got no motor movement or negligible movement and retries to free a stuck motor failed alarm. The customer¿s blood glucose level was 5.6 mmol/l at the time of incident. The customer was able to clear the alarm and rewind the insulin pump. The insulin pump did not pass displacement test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will not be returned for analysis.